Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise with a single observation of oversensing on the right ventricular (rv) lead. Shock impedance measurements were noted to range over last 12 months from 68-116ohms. Further review was recommended by ts. No adverse patient effects were reported. This device remains in service.